Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product as vega knee components . As a result of having the product implanted, the patient has experienced pain and swelling in both knees, difficulty walking, and loosening of the implants which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occurred on (B)(6) 2018 for one knee and (B)(6) 2017 for the other knee. It is unknown which side was revised at what time. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: right knee: vega ps tibial plateau. Nx031z (ps femur cemented f5n rt). Nx043 (universal patella p3). Nn260p (peek plug f/ tibia). Nx112 (ps pe insert t1/t1+, 14mm). Left knee: vega ps tibial plateau. Nx114 (ps pe insert t1/t1+, 18mm). Nn260p (peek plug f/ tibia). Nx043 (universal patella p3). Nx011z (ps femur cemented f5n lt). The cement used during surgery is unidentified. Associated medwatches: 2916714-2020-00272, 2916714-2020-00273, 2916714-2020-00274, 2916714-2020-00275, 2916714-2020-00277, 2916714-2020-00278, 2916714-2020-00279, 2916714-2020-00280, 2916714-2020-00281.

Manufacturer narrative:
Additional data: d4: UDI#. Reference code: nx051z (400478231). Device name as vega ps tibiaplateau zementiert t1. Serial number: n/a. Batch number: 51867614. UDI device identifier: (B)(4). UDI production identifier: (B)(4). Basic UDI-di: n/a. Unit of use UDI-di: (B)(4). Manufacturing date: 18.07.2012. Reference code: nx051z (400478235). Device name as vega ps tibiaplateau zementiert t1. Serial number: n/a. Batch number: 51957312. UDI device identifier: (B)(4). UDI production identifier: (B)(4). Basic UDI-di: n/a unit of use UDI-di: (B)(4). Manufacturing date: 12.07.2013. Ref. Code: device name: batch: right knee. Nx031z as vega ps femoral comp. Cemented f5n r 51915390. Nx043 patella 3-pegs p3 51876884. Nn260p plug f/tibial plateau 51927002. Nx112 vega ps gliding surface t1/1+ 14mm 51923224. Left knee. Nx114 vega ps gliding surface t1/1+ 18mm 51650953. Nn260p plug f/tibial plateau 51950754. Nx043 patella 3-pegs p3 51922286. Nx011z as vega ps femoral comp. Cemented f5n l 51919903. Investigation: up to now, no products available. Therefore a failure description at the products are not possible. Pictorial documentation: no products and no pictures are available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 8 similar complaints against the same lot number(s). 2 complaints against lot number: 51867614 (all registered as leading component). 3 complaints against lot number: 51957312 (all registered as leading component). 1 complaint against lot number: 51927002 (registered as involved component). 2 complaints against lot number: 51950754 (all registered as involved component). Explanation and rationale: unfortunately due to a lack of data and without the products we cannot determine the exact root cause for the mentioned deviation. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
No updates.